Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4112 (analysis of information provided by user/third party) replaces 4111 (communication/interviews). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation because the patient passed away. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that a 27-y-o patient with this valve model 3300tfx27mm implanted in the aortic position sadly passed away after an implant duration of 20 days due to a dehiscence of the valve from the annulus and migration into the left ventricle. As reported, the patient had an emergency aortic valve replacement with the subject device due to an endocarditis, performed after less than 24h of antibiotic therapy. As reported by the surgeon, the annulus showed no abscess, but there was thickening and marked infiltration, suggestive of a probable early abscess. It was stated that there were no technical difficulties during implantation, and the prosthesis was in perfect condition. Neither the intra-operative nor the 10-day post-operative echocardiography evaluations showed abnormalities or leaks. Following the intervention, the patient's clinical condition deteriorated and became hemodynamically unstable. Subsequent assessment identified device displacement and due to the rapid clinical decline, there was insufficient time to perform a corrective intervention, and the patient subsequently died.